Event description:
During product evaluation, failure code 570:320:831 was identified in the pump's event history. There was no pt injury or medical intervention necessary according to the hospital representative.

Manufacturer narrative:
Evaluation summary: the condition of failure code 570:320:831 was confirmed in the pump's event history file during product evaluation. Inspection of the device found the pump's main batteries were potentially damaged and therefore the batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported. This issue is currently being investigated under mdq-CAPA-132.